Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 60 mg/dl at the time of incident. The customer treated for low blood glucose with food and glucagon. Based on customer¿s report customer did allege over delivery. The customer was using the insulin pump when low blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer was reported that the insulin pump was not on auto mode at the time of incident. The insulin pump will not be returned for analysis.